Event description:
According to the initial reporter: "after deployment (and dilation with a balloon) the device migrated from the iliac into the ivc." The physician had to make an additional access site to use a balloon to the pull stent more into the ivc. Placed another balloon (another manufacturer) distal to the stent to overlap-to hold it in place.